Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 1997 and left total hip arthroplasty on an unknown date. Subsequently, patient underwent a right hip revision on (B)(6) 2008 due to wear of the polyethylene liner and osteolysis. The modular head and polyethylene liner were removed and replaced. No further information has been provided.